Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced a low speed alarm and then a red heart alarm while connected to batteries. The pt exchanged his system controller without incident and the issue was resolved. The pt then continued to experience the events and was instructed by the hospital staff to report to the emergency department. The pt was admitted into the hospital the following day and was evaluated. The hospital staff was not able to reproduce the events. The following day the manufacturer's technical support group went to the hospital to troubleshoot the event, and the pt was connected to a pt cable and was able to move around without experiencing low speed and pump stoppage events. The history was reviewed on the system monitor, and there were no recent low speed or pump stoppage events. The percutaneous lead (lead) was evaluated for any fractured wires, and after the lead was connected to the phase interrupter the pump remained stopped. The phase interrupter was removed from the circuit and the pump still remained stopped. The system controller was then disconnected from the pt cable and connected to batteries and the pump still remained stopped. The pt was then connected to the backup system controller and the pump remained stopped. The vad coordinator then connected the pt to an emergency backup system controller and the pump function resumed. During the events, the pt experienced shortness of breath. After the incident x-rays where reviewed, and the pump end bend relief angle exiting the pump appeared suspicious. The x-ray indicated that the shielding had separated from the pump. The x-ray of the external portion did not indicate any apparent damage. The log history was reviewed onsite and confirmed a pump stoppage event while the pt was connected to the pt cable and also when both power leads of the system controller were connected to batteries. There was no visible damage to the external portion of the lead through the bionate. The pt was successfully connected to the phase interrupter again and the test did not indicate any broken wires, and the phase interrupter was removed without incident. It's suspected that there is possible wire damage at the pump end of the percutaneous lead. The pt is awaiting a heart transplant, as he was listed as 1a status prior to experiencing the reported events.

Manufacturer narrative:
The pump remains in use supporting the pt, as he awaits a heart transplant. (Reference MFR. Report # 2916596-2013-01543). Two system controllers were returned to the manufacturer for evaluation (reference MFR. Report # 2916596-2013-01545 for the other system controller). This system controller is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.